Manufacturer narrative:
Additional information : the actual device was not available; however, photographs of the sample were provided for evaluation. An inspection of the returned photographs was performed and it was determined that the returned photographs did not provide evidence of the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a buretrol IV solution administration set was observed to be missing a cap. The missing cap was identified during filling. There was no patient involvement. No additional information is available.